Manufacturer narrative:
The field service engineer (fse) discovered large bubbles in the reference tubing and the reference valve appeared to be not aspirating the reference or mid-standard solution. The fse replaced the reference valve and noted the reference electrode was broken, and replaced the reference electrode. The fse recalibrated the instrument and performed precision check and quality control (qc). All system test results recovered within the acceptable range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneous sodium (na) and potassium (k) results, for six patients, and observed bubbles from the reference valve involving the au480 clinical chemistry analyzer with ise (ion selective electrolyte). The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The customer indicated all affected patient samples were reanalyzed before results were released to the hospital. Quality control (qc), performed prior to the event, was within the laboratory's established ranges. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.